Event description:
Device malfunction: deployed stent did not fully expand. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an angioplasty in the iliac artery, after using force, the xpert stent was deployed in the target lesion; however, it did not fully expand. An unidentified "sheath" and a non-abbott stent was used to completely expand the xpert stent. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Excessive force. The stent remains in the patient and the customer reported that the stent delivery system was discarded. Without device investigation, a root cause for the deployed stent not fully expanding could not be determined based on the described event. A review of the finished device lot history did not reveal any non-conformity which could have contributed to this event.